Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer report the pump error occur second time. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with hardware low level failures error in downloaded history. Broken trace noted at pin of ambient light sensor. No audio or vibrate anomaly or absence of alarm confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.